Event description:
A customer reported a "scan again in 10 minutes" message upon attempting to scan the freestyle libre sensor. As a result, customer was unable to obtain glucose scans and experienced a loss of consciousness. The customer was taken to the emergency room where a reading of "500 or above" was obtained and he received unspecified treatment for hyperglycemia. No additional details were provided as customer declined to troubleshoot further. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and a trend was investigated where a probable root cause was related to an insertion issue. However without a valid sensor number or product return, the root cause of the particular issue associated with this complaint is unknown and cannot be further determined. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "scan again in 10 minutes" message upon attempting to scan the freestyle libre sensor. As a result, customer was unable to obtain glucose scans and experienced a loss of consciousness. The customer was taken to the emergency room where a reading of "500 or above" was obtained and he received unspecified treatment for hyperglycemia. No additional details were provided as customer declined to troubleshoot further. There was no report of death or permanent injury associated with this event.